Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A review of customer complaints was conducted from 2006-2010. No trend was found for lot code, product code, or product family for this failure mode. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The (B) (4) size 4 left retaining lot no. 2124095 exp. 2011-3 found defective, although the sterilization packing was ok and not damaged from anywhere but there was a big brown patch on implant. Surgery time was extended 30 minutes.